Manufacturer narrative:
All buttons functioning properly. No moisture/damage/unlocked lcd keypad connector during visual inspection noted. No motor error alarm noted during testing. Unit passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit audio/beep/vibrate function properly and no anomaly noted. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 115mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer states pump replacement is not like his older pump, keypad are hard to press and does not vibrate correctly as older one did. The insulin pump is being replaced and is expected to return for analysis.